Event description:
From a report attached to the defibrillator when returned for service, the following info was received: arrived on scene to find pt not breathing, no pulse. Hooked up unit. It charged up but when shock button was pressed during tone, the unit would not shock. Tried to shock two times. Paramedics arrived, hooked up their unit, pt was showing very course v-fib. Paramedic stated he thought the sad should have shocked. Pt outcome unknown. Customer states in letter that v-fib verified on tape, but tape is not available because mcu won't capture header.